Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced the twist clamp crack during use with a minicap transfer set. The following day, the patient presented to the hospital, was diagnosed with peritonitis and was admitted for the event. It was reported the transfer set was in use for two weeks prior to the event. The cause of the crack was not reported. Treatment for the event was unknown. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation dry without a cap on the dark blue connector. A visual inspection with the naked eye noted that the occlude feet were broken on the light blue main body. Leak testing, clear passage, and clamp function testing were performed. Clear passage was performed with no issues. It was noted there was flow through the set with the clamp in the closed position during leak testing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.